Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03320. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to the failure in the synchronous circuit on the patient circuit board. Additionally, failure in lock mechanism of the endoscope connector socket- it is less likely to be damaged under normal use. It is highly probable that a large load that deviated from the recommended usage conditions was momentarily applied from the outside. Also, deformation of the pip connector- it is less likely to be damaged under normal use. It is highly probable that a large load that deviated from the recommended usage conditions was momentarily applied from the outside.". Olympus will continue to monitor the field performance of this device. To mitigate damage to the connector, the instruction manual provides the following: never apply excessive force to connectors. This could damage the connectors.

Manufacturer narrative:
The video system center was evaluated by the service center. The reported "no video to be displayed on the monitors was confirmed". The unit was tested and inspected; there was no image found when connected with test 180 series endoscopes. The printed circuit board set was found faulty. In addition, found worn out lock latch mechanism on video connector causing unsecure connection between the scope and the video system center. The bnc connector on the front panel for picture-in-picture function was deformed, and unit was equipped with the old software version (3.01). A review of the service history indicated the scope was purchased on february 3, 2020 with no previous repair records. The exact cause of the no image condition and faulty printed circuit board issue is being investigated. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that when using the video system center, there was no video displayed on the monitors during procedure. There was no patient injury reported. The user facility reported the procedure was completed with another cv-190. The same set up was used however, the video system center was replaced. There were no issues with the scope. They did not have issues with the scope being detected. The procedure was done in the ercp room. However, the exact procedure being performed was unknown. There were no error codes, alarms or alerts received. The device was inspected and the biomedical engineer technician did not see any damage or abnormalities. All of the equipment was set up correctly and connected properly.